Event description:
Customer reported she has been experiencing some low blood glucose. Customer states that two weeks ago she missed a step on her porch and fell into water. The insulin pump got wet and was unsure if the device was working. Customer continues to experience low and usually wakes up with blood glucose of 70 mg/dl. Customer stated she was not low when she fell she is partially blind. Customer was unable to see if there was moisture visible in the device or under the screen. Customer stated she does not recall any significant events. Self test was performed and device passed. Customer reported she wanted the device exchanged. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, a cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.